Event description:
It was reported that a patient underwent a robotic prostatectomy procedure on (B)(6) 2011 and suture was used. While the surgeon was suturing the urethral anastamosis, the suture fell off the needle. The suture was retrieved but the needle was not able to be removed from the patient. The needle is still in the patient.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned and tested for needle pull tensile strength and the results obtained were above the requirements. Conclusion: a suture fragment was returned for evaluation. It was examined under magnification. The end of the suture had a knot with 2 sutures of different color violet and undyed. The swaged area on the suture ends was examined and no conclusion can be drawn. The other suture end is damaged/cut likely by use of the needle holder. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Representative samples were returned and tested for needle pull tensile strength and the results obtained were above the requirements.